Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that during scheduled preventative maintenance, the display for the device would flash when the unit was powered off and then the device would reboot. There was no patient involvement.